Event description:
It was reported that intermittent high hv lead impedance measurement was observed. Device replacement is scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.